Manufacturer narrative:
It was reported that the middle peg broke. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the middle peg fractured at the base of the trial. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon removal.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a total shoulder procedure the middle peg on the vault lock broke off when the surgeon tried to remove it. All was retrieved and the broken peg was recovered. The case was then completed with no further issues and the patient is fine to date.